Manufacturer narrative:
Follow up investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
It was reported by a user facility that a saline bag back filed during recirculation. There was no pt involvement or adverse event. The biomedical technician replaced the air chamber and swapped the functional board of the machine. The machine was not placed back in circulation and was not currently functional.